Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that while trying to navigate intra-operatively, the system became unresponsive. Surgery was completed utilizing the navigation system. Surgical time was extended by less than one hour. There was no reported patient impact. It was noted that the site was provided with another navigation system while waiting for the current one to be checked out.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality.